Manufacturer narrative:
Additional information: d9, g3, h2, h3 one bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Conductor wire 3 had been fractured at the ring joint, consistent with the reported noise. In addition, the electrode was displaced, consistent with the reported entanglement. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the fractured conductor wire, entanglement and displaced electrode remains unknown.

Event description:
During an atrial fibrillation procedure, after imaging the post voltage map of the left atrium, the catheter became entangled with the ablation catheter when it was moved from the left atrium to the right atrium to create geometry of the right atrium for svc isolation. After the catheter was untangled, noise was observed on the third electrode of the a-spline. It was assumed that the noise was likely caused by the entanglement with the ablation catheter, and the noise resolved when the catheter was replaced. The procedure was completed with no adverse consequences to the patient.